Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump delivered faster than programmed during therapy (medication, dose, rate and volume unknown) in the oncology department. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. The device was sent for flow testing and was found to infuse within specification. No cause could be identified and no corrections were required. Should additional relevant information become available, a supplemental report will be submitted.